Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. There was no adverse impact to the customer's blood glucose level. As the customer declined further follow-up, no additional actions were taken or information obtained.